Manufacturer narrative:
(B)(4). Date sent: 5/11/2016. Pt info; relevant tests/lab data, other relevant history; is this a single use device that was reprocessed and reused on a pt?: information asked for but unknown or not provided during initial contact. Model and lot #; device manufacture date, evaluation codes: information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Model and lot #: unk. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a vats lobectomy, the blade was broken off inside the patient when exfoliating adhesion early in the operation. No error message was displayed. The broken blade tip was retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m92x0g. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.